Event description:
It was reported the fabric foundation of the unit had developed a very small burned area. Visual inspection of the unit revealed that a wire had been broken at the area where it entered a thermostat. This is an unusual situation, as the unit has been in service for at least 30 years and has far outlived its expected usefulness. Wear and tear on the internal components may have contributed to this report; however, most failures of this type would have simply resulted in a lack of continuity.